Manufacturer narrative:
The device was used for treatment. The device was returned for analysis; however, the device was lost, and the analysis could not be performed. Therefore, the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. CAPA has been issued to address the increase of complaints for peeling issue. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported that during a pacemaker implantation procedure peel away sheath wasn't working properly. The inner plastic piece under the foam is not break away. The staff are having to either pull hard or use scissors.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.